Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient acquired an infection. The device was removed. There have been no reports of further complications regarding this event.